Manufacturer narrative:
Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only". H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic torn dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. In a separate visit the lens was explanted and the problem was resolved. The cause of the event was reported as unknown.